Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed pericarditis within 24 hours of an MRI scan. Due to the pericarditis, the patient requires additional MRI scans. The patient's system remains in use. No further patient complications have been reported as a result of this event.